Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to resolve the alarms by changing all supplies and resuming insulin. As the events occurred in the past, troubleshooting was unable to be performed by tandem technical support.